Manufacturer narrative:
Model number/catalog number: sc-2366-50. Serial number: (B)(4). Batch/lot number: 2000020423/2000020426/21387925/20014417. Model/catalog description: linear 3-6 lead 50 cm.

Event description:
A report was received that the patient lead migrated. The patient underwent a revision procedure wherein the lead was repositioned. The patient was reportedly doing well postoperatively.